Event description:
It was reported that the device was explanted due to premature eri to eol.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of premature battery depletion was not verified in the laboratory. A longevity calculation indicated that the device was within expected longevity. The cause of the sudden drop from eri to eol was not determined.